Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It can be concluded that the known and foreseeable risks associated with the placement of a vad are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. Neurologic events, such as stroke, are likely caused by thromboemboli and/or preexisting conditions and are a potential adverse event related complication in lvads. Vad patients are prone to thromboemboli for various reasons and require the use of anticoagulation to prevent thromboembolic events and excessive use of anticoagulants can result in a neurologic events caused by intracranial bleeding. Clinical factors that may have contributed to the reported event include the patient's labile and supratherapeutic inr, anticoagulation therapy, related comorbidities, and the patient's past medical history. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and stroke are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Remains implanted.

Event description:
A report was received that the patient was found down at home on (B)(6) 2017. The patient was taken to local hospital and admitted. Computed tomography (CT) scan revealed a massive subdural hematoma (sdh). Care was withdrawn on (B)(6) 2017 and the patient expired the same day. No autopsy was performed. The medical team believes the event is unrelated to the device. The event was not associated with any controller alarms. The devices will not be returned as they were disposed of. Of note, the patient has a history of head bleeds and labile international normalized ratio (inr) with refusal for admission. The patient's most recent inr was supratherapeutic. No further information was provided.